Event description:
It was reported that this right atrial (ra) lead was suspected to have dislodged not allowing the tricuspid to close causing regurgitation. The physician planned an entire system removal in about two weeks. The lead remains in service. No adverse patient effects were reported. Additional information was received indicating that the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was suspected to have dislodged not allowing the tricuspid to close causing regurgitation. The physician planned an entire system removal in about two weeks. The lead remains in service. No adverse patient effects were reported.